Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in cmplnt-(B)(4) and cmplnt-(B)(4).

Event description:
It was reported that a patient experienced cloudy effluent and abdominal pain coincident with continuous ambulatory peritoneal dialysis therapy. The cause of the events was unknown. It was not reported if the patient was hospitalized for the events. The patient was treated with intraperitoneal oxacillin (dosage, frequency, and duration not reported) for the events. Action taken with peritoneal dialysis therapy and event outcome were not reported. No additional information is available. This is report 2 of 3 for this event.